Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument test wells on (B)(6) 2016. The test well in question visually appeared negative. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected. A blood sample was sent from the customer site to the immucor laboratory for assessment, and it was tested by the immucor laboratory on (B)(6) 2016. Immucor testing of this blood sample yielded the same unexpected negative outcome as the customer obtained, therefore the immucor laboratory was able to reproduce the customer's unexpected observations.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.